Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/30/2018, that on (B)(6) 2018 the receiver displayed err hwbbt. It was reported that the patient was using the device while pregnant. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined. Labeling indicates: the continuous glucose monitoring system was not evaluated for the following persons: pregnant women.